Event description:
It was reported that the patient underwent an explant procedure wherein the leads were removed due to an unknown reason. The explanted leads were not returned as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Block d6b: explant date: (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch/lot 7072034.